Manufacturer narrative:
On 07/01/2021, it was reported to mentor that both devices are mentor memorygel breast implant 275cc, catalog 3507275bc, lot number 263186. On 7/13/2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation was performed for the finished device 263186 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with an unspecified gel mentor breast implant and suffered from a bilateral rupture. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 240cc on (B)(6) 2021. This medwatch is for the left side.

Manufacturer narrative:
On 7/22/2021, mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the gel mod-rnd 275cc breast implant. Leak testing was performed, according to mentor procedure, and it identified two tears (a and b) within an area of shell abrasion on the posterior view, measuring approximately 0.1 cm each of them. The evaluation determined that the cause of both ruptures is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).